Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the pacemaker was found in back-up vvi mode due to multiple attempts were made to pair with the merlin transmitter. The pacemaker was failing to be interrogated. Programming changes were made. The patient was in stable condition.